Event description:
Customer reports that their precision xtra blood glucose monitor immediately proceeds to an "apply sample" prompt when they are attempting to calibrate the meter for use with a particular lot of test strips. This malfunction occurred with two different lots of test strips when attempting to calibrate -- lot # 10999 and lot # 40002. There was no death or serious injury associated with this event, however it is likely it would cause or contribute to one were the malfunction to recur.